Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to uncontrollable high blood glucose, a broken collarbone and a heart attack. The customer's blood glucose at the time of the event was 600 mg/dl. The customer stated that he fell out of bed and suffered the broken collarbone and heart attack. The customer had been treated with a manual injection but his blood glucose would not lower. It was also stated that he underwent a heart bypass surgery on (B)(6) 2014 and that his food was amputated in 04/2014. Nothing further reported.